Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af) with rapid ventricular response. The right ventricular (rv) lead integrity alert (lia) alerted due to increased sensing integrity counter (sic) and high rate non-sustained episodes. Intermittent t-wave oversensing (twos) by the rv lead was also noted. Programming options were discussed. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were reprogrammed. No patient complications have been reported as a result of this event.